Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a black screen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 had a black screen. The customer requested onsite repair. The rse noted that the v60 might have the first generation lcd (liquid crystal display), and may need an upgrade to the second generation. The rse also noted that the user interface (ui) assembly could be the issue. The device as evaluated by a field service engineer (fse), and it was reported that the fse replaced the ui assembly and performed a complete performance verification test. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.